Manufacturer narrative:
Follow-up #1: date of submission 11/24/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/11/2015 with the following findings: there were multiple no cartridge detected warnings observed in the pump's black box. A load step malfunction was not duplicated during the investigation. A force calibration check passed. There was no evidence of physical damage on the force sensor pins. The battery compartment was cracked along the side.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the pump was ejecting insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.